Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegd to develop nodules in their lungs related to a CPAP device's sound abatement foam. The reported event of diagnosed with patient to developing pneumonia twice while using the device and recently got out of hospital.the patient also alleged to develop nodules in their lungs was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the patient was prescribed steroids in response to the reported event. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and dust/dirt contamination inconsistent with degraded sound abatement foam found throughout device enclosure and airpath suggesting a source external to the device and they found water ingress in the blower box and blower also corrosion on p4. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and they confirm presence of contamination in the airpath also found corrosion due to water ingress at p4. .

Manufacturer narrative:
Additional information was received on 10 oct, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to develop nodules in their lungs, cough and wheezing related to a CPAP device's sound abatement foam. The reported event of diagnosed with patient to developing pneumonia twice while using the device and recently got out of hospital. The patient was prescribed steroids in response to the reported event. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nodules in their lungs. The patient was prescribed steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.